Event description:
The customer reported that there was a monitor failure. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep rewired the monitor. The system operates as intended.